Manufacturer narrative:
Additional information was provided in b.2., b.5., b.6., d.6a., e.1., h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received, indicating that during the initial attempt to implant the first micro stent device, the wheel mechanism had stopped functioning, which had prevented implantation and necessitated removal of the device. This resulted in more extensive trabecular meshwork damage than usual, leading to a 2 millimeter hyphema and a postoperative elevation in intraocular pressure (iop). The surgery had been completed using an alternative micro stent device. Two weeks postoperatively, the hyphema had resolved and the iop had decreased to 16 mmhg. At the follow up visit, the iop measured 14 mmhg. Considering that the preoperative iop was 15 mmhg with the use of eye drops, the condition was regarded as recovered. Therefore, both the hyphema and the elevated iop were considered to be associated with the malfunction of the initial micro stent device rather than the device that had been successfully implanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a trabecular stent implantation surgery, the wheel suddenly stopped rotating partway. The wheel also did not rotate during the removal of the stent from the eye, and the stent was removed by pulling it out as it was. The surgery was completed after replacing the trabecular stent with a new one. There was no impact to the patient. Additional information was requested, none received till date.